Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was informed of possible anomalies with their right atrial (ra) lead and right ventricular (rv) leads. They reported that a measurement of 2400 was observed, likely a high out of range pace impedance measurement, and there was thought to be possibility of a fracture. A representative from another manufacturer reported extracting the patient's pacemaker and leads. No additional adverse patient effects were reported.